Event description:
The user facility reported during the surgical procedure the vitrectomy cutter stopped cutting. They opened a new cutter and completed the surgery with no issues.

Manufacturer narrative:
Evaluation completed. One opened bl5223v pack from lot v4189 was returned. The pack contained one 23ga vitrectomy cutter an opened bl5623 pouch from lot v1583. The expiration date on the pouch is 2015-03. It cannot be determined if the cutter was from the pack or the pouch. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors (new style) were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle cannot move due to the severity of the bend. The cutter cannot function in this condition. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.